Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The customer report that a family member and his son took the test (B)(6) 2021 and the father got a negative test result and his son got a positive test result. Then after 12 hours, the father and his son performed repeat testing (B)(6) 2021 and both of them tested positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.